Event description:
It was reported that the syringe 10ml saline fill ce experienced a tip/luer of syringe cracked/damaged/deformed/bent which was noted prior to use. The following information was provided by the initial reporter: distorted barrel.

Manufacturer narrative:
Investigation summary: one sample and one photo were received. The sample has no packaging flow wrap. It has the plunger rod-rubber stopper, the tip cap, saline solution. The tip cap is bent and damaged. This occurs when the syringe is misplaced in the sterilizer tray. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml saline fill ce experienced a tip/luer of syringe cracked/damaged/deformed/bent which was noted prior to use. The following information was provided by the initial reporter: distorted barrel.